Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left ventricular (lv) lead was noted to have high capture threshold, loss of capture and extra cardiac stimulation causing patient discomfort. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.